Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker was unable to be interrogated and had no output due to possible total battery depletion. No interventions were reported. The patient was stable.

Manufacturer narrative:
The reported events of premature batter depletion, failure to interrogate and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes device will not be returned for analysis.

Manufacturer narrative:
New information notes device will not be returned for analysis. Update to h6 codes.

Event description:
New information notes that the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Correction: b5 to include patient status as stable after explant procedure. H6 code health effect - impact code corrected to additional surgery.

Event description:
New information notes the patient was stable after explant of pacemaker.